Event description:
On (B)(6) 2004, the pt underwent repair of an abdominal aortic aneurysm and was implanted with two gore excluder bifurcated endoprostheses. On an unk date the pt underwent coil embolization for a type ii endoleak. On an unk date the pt presented with acute hip pain. A computed tomography revealed a contained rupture due to a type v endoleak. On an unk date the pt underwent an aorta-uni iliac and femoral-femoral bypass with a hemashield dacron graft.

Manufacturer narrative:
The manufacturing records review verified that the lot met all pre-release specifications. Was left blank, as the date of event could not be determined. Additional device: (B)(4).